Event description:
A dental tray of exaflex putty was placed on the lower teeth (with braces) of orthodontic patient. Tray of material set and patient's husband, who was also the dental assistant, could not remove the tray from his wife's mouth. Patient was then taken to local hospital needing medical intervention to help remove tray from mouth without harming patient. Little information was give to gc america on the name of dental practice or dental assistant that took the initial impression. Dr (B)(4) from gc america was contacted and asked by hospital doctor and nurse how to remove putty from patient's mouth. Dr (B)(4) gave his professional advice to dr (B)(6). Dr (B)(6) then went on to contact a local dentist, dr (B)(6), who came into emergency room and assumed care for patient and took her back to his office where he was equipped to remove the impression tray for patient.